Event description:
It was reported that during pretest, neither water injection nor water withdrawal was possible at all in the foley catheter. The water could not be drained at all. Medicon syringe was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, neither water injection nor water withdrawal was possible at all in the foley catheter. The water could not be drained at all. Medicon syringe was used. As per the investigator's notification received on 11jun2025, asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with sample port connector and syringe. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly with no issues. With the return syringe attached the catheter balloon deflated passively in 1 min 22 seconds with no issues. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event was unconfirmed a labeling review was not required. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.